Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring 128 ohms. Boston scientific technical services (ts) discussed that it is common for single coil leads to have shock impedances in the 120-130 ohm range. Ts recommended continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.